Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s presenting rhythm was atrial and ventricular sensed with ectopic beats noted, thus possible intermittent atrial lead oversensing of far field r-waves was suspected. The atrial lead remains in use. No patient complications have been reported as a result of this event.